Event description:
Dr left instructions to remove catheter. Nurse that completed instructions told dr later that the balloon only partially deflated. Nurse removed the catheter by pulling it out. Dr stated the nurse is getting up in years and she may have broke a connection trying to remove the catheter since he felt it odd that the balloon only partially deflated.